Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was evaluated for dizziness and a "weird chest sensation." A holter monitor revealed a four second pause and these same symptoms were reported during sensing testing in vvi mode at 30 bpm. It was further reported that there was oversensing, high non-physiologic sense counts, noise and suspected lead to lead interaction with the right atrial and ventricular leads. The device mode was reprogrammed to door, lead polarity was changed to unipolar, and the ventricular sensitivity was also reprogrammed and the patient's symptoms were reported to have improved. The leads remain in use. No further patient complications have been reported as a result of this event. (B)(4) 2013 update: it was further reported that during the procedure, noise was observed in the atrial lead and it was felt to be related to the device header or lead "pin plug." The device was explanted and replaced which was reported to have resolved the issue.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.